Event description:
Additional information received form the patient and rep indicated that the patient was met with to start up her ins after a replacement surgery for her old ins. Patient stated that her ipg site was "causing discomfort especially when sitting back or lying on it". The patient stated that she had discussed with this her provider prior to meeting with me to start up her device. Discussed at length with the patient how to charge her devise and remote. Prior to programming this patient's ipg, a connectivity and impedance check was completed. The checks resulted in finding electrodes 3,4 and 7 out of range. Results were as follows: 3- 820 4- 820 7- 34690. Patient denied any result falls or abnormalities. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 377760 lot# j0546751v implanted: (B)(6) 2005 product type lead product ID 97714 serial# (B)(6) implanted: (B)(6) 2005 explanted: (B)(6) 2014 product type implantable neurostimulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 377760, lot#: j0546751v, implanted: (B)(6) 2005, product type: lead. Product ID: 97714, serial#: (B)(4), implanted: (B)(6) 2005, explanted: (B)(6)2014, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 377760, serial/lot #: (B)(4), ubd: 25-aug-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that they are seeing high impedance (>40k ohms) on electrode 7 at the time of the ins replacement. The factors that are related to this are unknown. The lead was reseated multiple times in the ins. They also made sure all contacts were clean and dry. There was not any resistance when advancing the lead into the connector block. The rep is going to reprogram around the high impedance at the patient post-op appointment. The patient had a lami surgery with fusions and the ins was replaced at the same time. The patient's medical history includes crps type 1, spinal stenosis, l2-3, l3-4, and l4-5 laminectomy, fusion. Additional information was reported that the patient opted to leave their ins off for the next few weeks while recovering from the fusions. She rescheduled her post-op start up until september 24, 2020. The rep clarified that the patient elected to have their ins upgraded. There weren't any known impedance issues prior to the patient's replacement.